Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was received for analysis. The console and foot pedal were tested using a rotalink 1.75 mm burr. The rotational speed in dynaglide mode was 64 krpm, the maximum turbine rotational speed reached was 219 krpm. The turbine speed was set to and maintained at 170 krpm. These are typical operational speeds. The rotational speed abruptly drops to 58 krpm from initial of 64 krpm. Given the age of the console, the most likely root cause is a failure of the proportional valve due to normal wear and tear. The foot pedal functioned properly, readily activating/deactivating the burr rotation and switching the console between turbine and dynaglide modes. Furthermore, the console and foot pedal did not exhibit any rotational speed failure. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that rotation speed of the console fluctuates. A rotablator rotational atherectomy system console was selected for treatment. During procedure, it was observed that the rotation speed of the console fluctuated. The procedure was completed with this device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that rotation speed of the console fluctuates. A rotablator rotational atherectomy system console was selected for treatment. During procedure, it was observed that the rotation speed of the console fluctuated. The procedure was completed with this device. No patient complications were reported and the patient's status is stable.